Manufacturer narrative:
Initial and final MDR 2557566 device 1 of 3.

Event description:
Reference number(B)(4). Event occurred in the united states it was reported that patient faced three infusion set tubing detached from connector event on 08-dec-2025. The infusion set was in use for less than an hour. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.